Manufacturer narrative:
The device had a blank display due to battery tube connector unlock. We were unable to perform the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display anomaly. The insulin pump had a cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the insulin pump had a blank display and they were experience high blood glucose levels. The customer¿s blood glucose level was 485mg/dl at the time of the incident. Symptoms were not noted, and the customer treated it with a manual injection. Customer noted they woke up with the device dead from a blank display. Customer was advised to try new batteries, but it did not resolve the issue. Customer also noted no damage was done to the insulin pump, or battery compartment. The customer was advised a replacement infusion set will be sent out. The infusion set will be returned for analysis.